Event description:
On (B)(6) 2012, the reporter contacted animas to report that the up arrow started to become sticky a couple of weeks ago and this morning it became unresponsive. Reporter denies any tearing or holes in the keypad and tactile changes with any other buttons. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. During testing, the up arrow and contrast buttons were unresponsive and the down arrow keypad button was intermittently unresponsive. The ok button responded appropriately. During investigation, evidence of contamination was found under the up, down and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.